Event description:
The complainant reported that a male patient was admitted to the hospital for chemotherapy treatment. Upon admission to the hospital, the clinicians flushed the device when it was observed that the device was leaking as a result of a fracture of the device entrance site. The device was then removed from the patient. The complainant reported there were no adverse effects on the patient as a result of the reported malfunction. Numerous requests for additional information have been made to the complainant, all attempts have been unsuccessful.

Manufacturer narrative:
This device has been received by this MFR, but a physical evaluation has not yet been performed; therefore, a failure analysis is not available and at this time, we are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between this device and the cause for this event. The february 2007 15-month trend report for all complaint failure modes was reviewed; no adverse trends were noted.